Manufacturer narrative:
The impacted product was received by the failure analysis lab on august 5, 2020. The investigation of the returned device was completed by the failure analysis lab on august 19, 2020. Device evaluation summary: during a visual evaluation, an anomaly was observed on the anterior view on the device consistent with shell abrasion. Additionally, a tear was observed within the shell abrasion extending to the posterior view, measuring approximately 3.6 cm. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 250cc mentor memorygel breast implants experienced rupture and capsular contracture post procedure. The physician confirmed left sided rupture, and the patient suspects she has a baker grade iii capsular contracture on the left side, however, the physician¿s diagnosis on the capsular contracture is unknown. The patient suspects she has right sided rupture as well, however, there is no confirmation of right sided rupture from a physician. Also, right sided capsular contracture of unknown baker grade on the right side is indicated. There is pain on both sides. She had sharp shooting pain over the summer and had a mammogram performed. The mammogram did not show any issues. After the mammogram the pain was described as aching. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 275cc saline prostheses was performed on (B)(6) 2020. See 1645337-2020-09479 for contralateral prosthesis report.